Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to operator error in a manufacturing step. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspected device has been returned; however, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that three single-use thulium fiber laser, ball tip, ¿were opened to discover that the tip of the laser fiber were broken off to the blue cladding.¿ the doctor at the user facility preferred to start the diagnostic laser lithotripsy with an intact laser fiber. Upon opening the fourth laser fiber with the same model /lot, it was found in good condition. The procedure was completed without impact. No death or injury and no impact to patient or other has been reported. Multiple laser fibers have been opened and used since without issue. This report is for device 3 of 3. The first device is being reported on medwatch patient identifier (B)(6). The second device is being reported on medwatch patient identifier (B)(6).